Event description:
During initial implant procedure, the set screw would not turn in the device. When removing the screwdriver, the set screw remained attached the screwdriver. Resulting in septum damage. The device was explanted and a new device was implanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported complaint of unable to tighten the v-setscrew onto the lead and the v-setscrew became stuck to the wrench tip was confirmed. Analysis confirms the user of the torque wrench pulled the setscrew, stuck to the wrench tip, out of the device along with the septum. This occurs when the setscrew is stuck to the wrench tip due to incorrect insertion of the wrench into the setscrew inset. Analysis of the a-setscrew shows v-shaped grooves at the top of the setscrew inset walls from the corners of the wrench tip being forced down against the setscrew inset walls. The wrench was not aligned to go into the inset. If more force had been used the corners of the wrench would have been wedged into the inset walls and become stuck in the setscrew. This is most likely what happened to the v-setscrew that is stuck to the wrench tip. The event is related to the user's use of the wrench. No device anomalies were found.